Manufacturer narrative:
(B)(4). Visual inspection found the device was received with the jaws latched shut. The latched handle of the device was difficult to open. Further investigation found that the latch pin was bent, which was preventing it from moving smoothly along the track on the inside of the device handle body. This damage occurs when the handle is forced open. The investigation identified the root cause of the reported event to be mishandling by the user. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the instrument would no longer open during the procedure. There was no injury to the patient.